Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow up visit, radio frequency (rf) telemetry communication anomaly was observed. Upon device interrogation telemetry communication was not possible. Patient was bought in for another follow up and a device download was performed successfully. Patient was stable prior, during and post device interrogation and will continue to be monitored.